Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The distributor reported that the basal rate on the pump was four times the correct rate and a child subsequently suffered hypoglycemia. No other detail surrounding the timing of the event or the use of the product was noted.